Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing underfill. The following has been provided by the initial reporter: it was reported that the blood is not suctioning from the butterfly/hub. The tubing is not suctioning from the butterfly/hub, the blood flows slowly & we have to unattached and reattach to try & obtain blood.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing underfill. The following has been provided by the initial reporter: it was reported that the blood is not suctioning from the butterfly/hub. The tubing is not suctioning from the butterfly/hub, the blood flows slowly & we have to unattach and reattach to try & obtain blood.